Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing during an implant procedure, this implantable cardioverter defibrillator (ICD) displayed fault codes 1004 and 1007. Likewise, the system exhibited low out-of-range shocking lead impedance measurement of less than 20 ohms. Therapy was unsuccessful and further redetection was not possible. The patient was converted with 150j external shocks. The right ventricular (rv) and a competitor atrial lead were removed and were found to have wear which lead the physician to think that these leads might have been rubbing with each other. The system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and subjected further analysis. Visual inspection of the lead revealed trilumen insulation damage approximately 35 to 36 centimeters from the is-1 terminal pin where conductors were exposed and arced. Evidences showed that this damage in trilumen insulation was possibly due to the combination of entrapment in the clavicle or first-rib region and lead-on-lead contact. Laboratory analysis confirmed the field allegation.